Event description:
The hcp had an unnamed patient with an inflammatory mass and was requesting information for weaning the patient off of multiple off-label medications mixed in the same pump. The hcp stated that at least one was neurotoxic. The hcp spoke with a medical consult on 11/19/2007 and his question has been resolved; however, no patient or device information nor any other details regarding the event were made available. Additional information has been requested, a follow-up report will be submitted if additional information becomes available. To date, two messages have been left with the reporting hcp's office requesting patient, device, and event information; however, the hcp's office has not returned the calls.